Manufacturer narrative:
E1: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. On 10-jul-2024, it was reported that the patient faced infusion set had occlusion which prevents the flow of insulin. No further information available.